Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not reported / available. [Conclusion]: the healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30392242) was chosen as the replacement coil during the procedure when the first 1.00mm x 3.00cm galaxy g3 mini coil from lot 30407090 was inserted into the sheath but intense resistance was felt and the coil had to be resheathed. The replacement coil encountered the same issue. It was reported via additional information that excessive force had not been applied to the devices. The procedure was completed as it was. There was no report of any patient adverse event or complication. The complaint coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked at 54 cm and 75 cm from the proximal end. The marker band was found at 38 cm from the hub; this is within specification. A microscopic inspection was performed. The embolic coil was inside the introducer and was observed to be in kinked condition. A review of manufacturing documentation associated with this lot (30392242) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue documented in the complaint is that the 1.00mm x 3.00cm galaxy g3 mini coil encountered intense resistance during the procedure when it was inserted into the sheath. It became impeded in the introducer. The coil was resheathed and replaced with another 1.00mm x 3.00cm galaxy g3 mini coil from a different lot but the same issue occurred. The condition observed on the returned complaint device with the dpu kinked at 54 cm and 75 cm from the proximal end, the embolic coil kinked inside the introducer may have been the contributing factors to the reported issue that the device encountered intense resistance during the procedure. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The issue of the coil being in kinked condition was not originally reported in the complaint; the kinked condition of the embolic coil was noted in the preliminary photos of the returned device. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during procedural handling of the device when the resistance was encountered and the coil had to e resheathed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00126. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / 30392242) was chosen as the replacement coil during the procedure when the first 1.00mm x 3.00cm galaxy g3 mini coil from lot 30407090 was inserted into the sheath but intense resistance was felt and the coil had to be resheathed. The replacement coil encountered the same issue. It was reported via additional information that excessive force had not been applied to the devices. The procedure was completed as it was. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed kinked. Based on the product analysis on 05 may 2021, this event has been deemed MDR reportable as a ¿malfunction.¿